Manufacturer narrative:
Block b3: exact date unknown, event occurred about six months ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting an adequate pain relief and did not like feeling the battery at location. The patient underwent an ipg explant procedure.